Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 102 mg/dl. The customer reported that the plastic seal on top of reservoir kept popping off. The customer reported that the reservoir was able to lock in place. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.